Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found beak of the sheath cracked and broken. The broken portion was not returned for evaluation. The most likely cause for the reported event is that the insulation tip's fracture was caused by thermal/mechanical influence. Most likely a stress crack developed vertically through the insulation insert leading to the insulation beak completely tearing off. It cannot be determined, whether undiscovered damage already existed prior to the tip breaking.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined. However, the instruction manual states to ¿visually inspect the product and make sure that it has no corrosion, no dents and no scratches. Inspect the ceramic insulation at the sheath s distal end before each use. Do not use the instrument in case of damage (e. G. Cracks fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. " in addition, the original equipment manufacturer (OEM) reported that since no lot number was provided a DHR review could not be performed. However, the OEM did perform a manufacturing and quality control review for the last 24 months of production without showing any non-conformities or deviations related to the reported issue.

Event description:
Olympus was informed that during a transurethral resection of bladder tumor (turbt) procedure, the sheath broke off and two pieces of the fragments fell into the patient. The device fragments were retrieved with a grasper. There was bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the sheath was inspected and lubricated prior to the procedure with no anomalies noted.